Event description:
It was reported that the patient was unable to get the implantable pulse generator (ipg) to charge after many attempts. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unable to get the implantable pulse generator (ipg) to charge after many attempts. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was discarded by the medical facility.